Manufacturer narrative:
Upon investigation of the actual device used in this incident, that the scanner was not scanned and keyboard was rubbed off due to component. Field service engineer checked barcode scanner and found lighting near the pyxis was causing the barcode scanner to not sense movement and thus it wasn¿t activating without having its button pressed. So, engineer replaced the worn keyboard cover to resolve the issue. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es scanner was not scanned and keyboard was rubbed off. The customer reported that users were unable to remove medications. There was delay in patient care as the user was able to obtain the medications from the pyxis. There were no adverse events or injuries reported based on this incident.